Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an ipsilateral antegrade approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous ostial of superficial femoral artery (sfa). The 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres the balloon ruptured. The procedure was completed with a 8mmx4cm non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the rated balloon burst pressure.¿ ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. In vivo balloon pressure shall never exceed the rated burst pressure.¿ (B)(4).